Event description:
Rep gave circulating nurse articuleze head to be used with ultamet liner. Surgeon discovered femoral head was incorrect when doing dictation after the case. Pt revised next day, and implanted correct 28 mm mspec head.

Manufacturer narrative:
Only the femoral head associated with this report was returned. The pinnacle acetabular cup system surgical technique and ordering info states that the ultamet inserts must be used with m spec femoral heads. The product labeling on the 28 mm insert product family states to use only with depuy femoral heads designated for use with metal inserts. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Monitor through trend analysis. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be re-opened.